Manufacturer narrative:
The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.

Event description:
During an atrial fibrillation ablation procedure, an air hemostasis valve leak was noted after the introducer was inserted into the patient. The introducer was exchanged and procedure was completed without any adverse consequences to the patient.